Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue on under infusion. It was stated, "ceftriaxone was spiked on already primed tubing and programmed to run on a new baxter pump at 200cc/hour for 100c volume, which should have emptied the bag to the drip chamber. When the pump beeped 'infusion complete' and indicated it had infused 100cc of volume, the bag still appeared to have about 30cc in it." The event occurred during patient use. There was no known patient injury or medical intervention associated with this event. No additional information is available.